Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was hospitalized due to inadequate drains during pd therapy. There was no specific allegation this event was related to a deficiency or malfunction of any device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following drain complications during ccpd therapy on the liberty select cycler at home. The patient was diagnosed with peritoneal membrane failure, and it was discovered the membrane failure was the root cause of the patient¿s drain complications. During this hospitalization, it was determined pd therapy was no longer a viable option for renal replacement therapy for this patient. As a result, the patient¿s pd catheter was removed, and she received a central vascular catheter in favor of hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had a complicated hospital course due to her membrane failure and other acute issues that were unrelated to pd therapy. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s peritoneal membrane failure, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no possibility of returning to pd.

Manufacturer narrative:
Clinical review: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy was hospitalized due to inadequate drains during pd therapy. There was no specific allegation this event was related to a deficiency or malfunction of any device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following drain complications during ccpd therapy on the liberty select cycler at home. The patient was diagnosed with peritoneal membrane failure, and it was discovered the membrane failure was the root cause of the patient¿s drain complications. During this hospitalization, it was determined pd therapy was no longer a viable option for renal replacement therapy for this patient. As a result, the patient¿s pd catheter was removed, and she received a central vascular catheter in favor of hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had a complicated hospital course due to her membrane failure and other acute issues that were unrelated to pd therapy. The patient is recovering from this event while awaiting discharge to home. It was confirmed the patient¿s peritoneal membrane failure, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no possibility of returning to pd.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak passed. Valve actuation passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. Clamped patient line during drain 0 and drain complication alarm occurred as intended. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported